Manufacturer narrative:
Corrected data: a2- (B)(6) 2001. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/2.0/093, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the problem resolved. The cause of this event was patient related factor.